Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a roux-en-y procedure, the surgeon had a very difficult time getting the green plastic spike out of the anvil neck prior to connecting the circular stapler to the anvil. Surgeon even shaved down the sides of the green spike prior to inserting it into the anvil, prior to inserting the anvil into the abdomen. Even though sides were shaven to minimize difficulty with removing it, it still took one hour and twenty minutes to get the green spike to release. Spike finally released and the anastomosis was created. There were no patient consequences reported. One device was discarded.